Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: update 4/5/2016- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported swelling, heat, pain, difficulty walking and standing, inability to climb stairs normally and unable to lift greater than 15 pounds. Medical records reported that components implanted between (B)(6) 2014 and (B)(6) 2014 were competitor products. Depuy components were implanted on (B)(6) 2014 and during hospital stay patient dislocated her hip on (B)(6) 2014 with a closed reduction and again on (B)(6) 2014 with a revision surgery for dislocation. Surgical report from (B)(6) 2014 reported that cup was implanted at 10 degrees of anteversion but was not revised and there was severe tensor damage. The complaint was updated on: apr 29, 2016. Update ad 10 aug 2018: (B)(4) has been reopened under (B)(4) due to the receipt of ppf and medical records. There were no new allegations reported. Added law firm. Doi: (B)(6) 2014 - dor: (B)(6) 2014, (right hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Update 4/5/2016- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported swelling, heat, pain, difficulty walking and standing, inability to climb stairs normally and unable to lift greater than 15 pounds. Medical records reported that components implanted between (B)(6) 2014 were competitor products. Depuy components were implanted on (B)(6) 2014 and during hospital stay patient dislocated her hip on (B)(6) 2014 with a closed reduction and again on (B)(6) 2014 with a revision surgery for dislocation. Surgical report from (B)(6) 2014 reported that cup was implanted at 10 degrees of anteversion but was not revised and there was severe tensor damage. The complaint was updated on: apr 29, 2016.